Event description:
It was reported that the right monitor on the 2800 sys was dark and grainy. No pt injury was reported.

Manufacturer narrative:
The ge svc rep performed an on site investigation. The right monitor was replaced during the svc call. The sys was tested and found to be working as intended and put back into svc.